Manufacturer narrative:
The system remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was repositioned due to pocket erosion. The device was re-implanted in a sub-pectoral position. No adverse patient effects were reported.